Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer called stated changed batter on pump, counted down to 6 and then had a blank screen. Customer put in a new battery and pump started to work again but did a countdown to 6 and went back to blank screen. The customer was assisted with troubleshooting and the display did return. The customer then mention when displayed return, the insulin pump received an error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation no blank display noted. However, unit gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a64 alarm noted due to full segment display. Unit had severely scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.